Event description:
It was reported that the insulin squirted out during manual prime. Customer reported earlier that the insulin pump alarmed no delivery. Customer's blood glucose was 630 mg/dl. Customer treated with pens. Troubleshooting was done. The issue was resolved with infusion set change. The customer will call back if issues persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.